Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: during the case, the sealing part torn and air leakage occurred. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.